Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent high glucose for several hours after a supply change and entered multiple meal announcements as corrections before being advised to stop, perform a site-only change with a steel infusion set, and confirm glucose by fingerstick. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no reported hospitalization or medical intervention beyond the site change and education. Investigation included user troubleshooting and education regarding appropriate use of meal announcements and confirmation of infusion site replacement. Investigation of this case revealed use error related to employing meal announcements for correction, with no abnormality observed at the removed site and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.